Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery after performing the high pressure test. The customer reported that the insulin pump failed the high pressure test. The customer was advised to return the insulin pump. The customer reported blood glucose of 10.2 mmol/l at the time of incident. Product is not expected to return for analysis. (B)(4).

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08785 inches. No unexpected no delivery alarms noted. Unit was received with the no delivery alarm functioning properly. Unit was unable to download to carelink due to multiple displayable history check failed on startup alarms in history screen. Displayable history check failed on startup alarms are due to corrupted history file. Unit was received with corroded battery tube, cracked reservoir tube lip and minor scratches on lcd window.